Event description:
On (B)(6) 2006, the dialyzer (aps-15sa) was used for hemodialysis (hd). Immediately blood pressure decreased (systolic blood pressure: 160 = 60 mmhg). Additionally dyspnea, chest pain, itching, rash, numbness of lips and lip swelling occurred. After the onset of blood pressure decreased, hemodialysis stopped and physiological saline administered 400 ml, but blood pressure did not recover and the patient vomited. Then albumin preparation 50 ml was added after that methylprednisolone sodium succinate 250 mg was intravenously injected for one hour. After these treatment blood pressure recovered and became stable then patient was treated by different type of dialyzer without problem.

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-15sa is identical model to rexeed-15s marketed in us. The used device could not be analyzed because it was discarded by the user facility. So we reviewed manufacturing records, quality records of lot# 26393y. As a result, no abnormality was found in records. Eight thousand two hundred and ninety two units of this lot# 26393y were distributed to the medical facilities and no similar event using this lot# 26393y was reported globally. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.